Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittancy and subsequent loss of connection to the internal device, which could not be resolved. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, november 11th, 2011.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device during the same surgery. (B)(4).